Manufacturer narrative:
(B)(4).

Event description:
It was reported that the refill date was not updating on the patient¿s personal therapy manager (ptm). The ptm reverts back to an old refill date on the screen which can only be corrected by updating the pump with a physician programmer, decoupling and recoupling the pump and ptm. Once one of those two things is done, the date is corrected and stays correct for an unpredictable amount of time. No patient symptoms reported. The medication delivered by the device system was not provided.